Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 30822263l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular esv ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. It was reported that a cardiac tamponade occurred. Pericardial puncture was performed but not sufficient so sternotomy and suture of the left ventricle. The patient was under intensive care monitoring. This incident was due to catheter manipulation. The doctor had the feeling of "making a hole". The incident was not related to the material (catheter) according to the doctor but to the handling of the smart touch sf ablation catheter. The products were not retained as they were not responsible for the problem. Additional information was received on 29-aug-2022. The patient fully recovered with no residual effects. The patient required extended hospitalization because of the adverse event for recovery after sternotomy. Mapping device used was a pentaray ref d128211, lot 30767410l. A smart ablate (g4c-5300) generator was used. A transseptal puncture was performed with an abbott sl0. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. The event occurred during the ablation phase, but the event occurred when the physician was moving the catheter inside the left ventricle (not during ablation). An irrigated catheter was used in the event, the flow setting was 15ml/min. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Graph, dashboard, vector, visitag force visualization features were used. The visitag module was used, the parameters for stability used were 3s 3mm 25% 3g. No additional filter was used with the visitag. Tag index color option was used prospectively.